Event description:
A triple channel IV infusion pump displayed messages on modules b and c; both indicated failure 812:05. The alarm sounded continuously to indicate channel failure when the pump is turned on. The battery indicated it was full. The pump was removed from service.